Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a detached end cap, minor scratches on the display window, a cracked case at a display window corner, scratches reservoir tube window, a cracked reservoir tube lip and a missing end cap sticker. The drive support disk was inspected and no anomaly was noted. The functional tests could not be completed due to the detached end cap.

Event description:
It was reported that the customer's insulin pump had a motor support cap that was loose. The customer stated that the motor casing was unstable as well. The customer's blood glucose was unknown. Nothing further reported.